Event description:
It was reported that the pt had narrow diaphysis. While implanting a no. 2 stem the calcar fractured when the implant was still approx 5 mm proud from its final seating position. Cables were used and the stem implanted 5 mm proud of the original broach seating position.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.